Manufacturer narrative:
The insulin pump was received with intermittent button up arrow response due to corroded keypad traces. No unexpected numbers ramping during testing and pump was received with normal operating currents. Pump was monitored for several days and no battery out limit alarm occurred during testing. Pump was received with cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump numbers on the display were scrolling when a bolus was attempted. Customer indicated that he changed out the battery and when it turned on, the pump displayed battery out limit and he is unable to clear the alarm. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident. Customer was advised that the device would be replaced and agreed to return the product for analysis.